Event description:
Related manufacturer report number: 2017865-2022-15749. It was reported that the patient presented to the emergency room due to arrhythmia. The device delivered multiple appropriate high voltage shocks and was able to return the patient to sinus rhythm, however, the patient later passed away. The physician suspected undersensing may have occurred. Abbott technical support was contacted and noted undersensing occurred due to the signal amplitudes being smaller than the programmed max sensitivity. In addition, analysis of session records indicated episodes of high defibrillation impedance and noise resulting in oversensing occurred on the right ventricular (rv) lead immediately following what was believed to be delivery of external defibrillation and attempted resuscitation of the patient. The electrical anomalies on the rv lead were suspected to be due to potential lead damage sustained during the attempted resuscitation. Abbott technical support did not suspect a device or lead malfunction occurred and noted the device behaved appropriately according to its programmed settings. The primary cause of death and relation to the abbott device is unknown at this time. Further information was requested but is not yet available.

Manufacturer narrative:
The reported events were patient death, noise and high defibrillation impedance. As received, a partial lead (connector portion) was returned in one piece. The reported events noise and high defibrillation were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.